Manufacturer narrative:
Evaluation summary: post market vigilance led an investigation into the reported complaint in conjunction with engineering. One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found a lot of eschar one the seal plates. The knife lock mechanism was broken. The reported condition was not confirmed. However, the knife lock mechanism was found to be broken, and there was no device activation. The investigation found that the device could not be activated. The knife was moving freely in the track even when the jaws were open, indicating that the knife lock mechanism was broken. During the damage, the internal jaw wire connections were broken, preventing the device from being activated. Mechanical damage broke the mechanical lock that prevents the knife from deploying when not depressed. In this condition the knife could be deployed and retracted in the knife track when the trigger was pulled then the lock was still engaged. The root cause of the damage to the knife lock mechanism is the user. The mechanical assembly and knife cut of the device are tested by manufacturing prior to shipment. Engineering agreed to the investigation results. The investigation identified the root cause of damage is user. The instructions for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mastectomy, the handpiece sealing was not completed frequently after using for about an hour though end tone was produced. A new forceps was used to complete the case. There was no patient injury.